Event description:
As reported by the user facility bbm sales organization in switzerland: "leakage at connection tube." According to the customer: "we have experienced problems with two 5-fu pumps (easypump ii lt 100-50-s). In both cases the pump was leaking at the hose outlet and had to be disposed of. Below we send you two photos. The corresponding lot numbers are: a) 22g04ged81 b) 22l14ged81 ."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received two pictures of easypump ii lt 100-50-s-EU/sa. The leakage was observed at the connection between the pump reservoir to the pump (step down tube - triangle tube connection). Description of the manufacturer's evaluation concerning possible root causes/causative factors: 1. Operational error during triangle tube- step down tube assembly - insufficient dipping length. 2. Wide distribution of inner diameter (ID) of step-down tube from the extrusion process. 3. Partial blockage of cyclohexanone path in the gluing core of single wetting device (swd). 4. Disturbed glued connection during lean line process due to improper staging time. 5. In-ergonomic of the workstation of assembly triangle tube 90cm to pump process. 6. Insufficient cyclohexanone inside solvent bottle. To avoid recurrence of this fault, corrective measure already has been initiated.